Manufacturer narrative:
(B)(4). Corrected data: the device remains in the patient and was not discarded. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, mi and death are also listed in the product instruction for use (IFU) as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010 the patient underwent stenting in the left internal carotid artery with one acculink stent. On (B)(6) 2010 the patient was hospitalized with the diagnosis of non-st elevation myocardial infarction, likely evolving ischemia, cerebrovascular accident with possible worsening encephalopathy and worsening stroke, blood pressure on the low side, and failure to thrive. The patient expired on (B)(6) 2010. The cause of death is currently unavailable. Though requested, there was no additional information provided.